Manufacturer narrative:
(B)(4). Additional information received: where within the gap setting scale was the orange indicator prior to firing: not sure exactly, mostly it¿s within the bottom 1/3 of the indication. What confirmation was received that the device was fully fired: there was audible feedback. Did the device staple: yes. Were there any staples missing from the staple line: none. What was the shape of the staples (b-formation, irregular, legs straight): normal, b-form. Did the device cut: it cut the tissue, but not each purse string. Was the cut line fully circumferential around the target tissue: yes. If the device fully cut, were all tissue layers present in both donuts when inspected: yes. How was the leak controlled: the leak is done because the surgeon had to remove the purse string inside the lumen; once the leak was caused, hand suturing technique was used to control the leak. Did the post-operative care change based on the leak: no. Who fired the device: the 1st assistant. What was the users experience with the device: ~10 years. What is the current status of the patient: fully recovered, no severe complication post-operatively.

Event description:
It was reported that during a dixon procedure, the surgeon used the device to anastomose the intestinal tube. The surgeon reported that the purse string was not cut down by the device and there was anastomosis leakage when the surgeon cut down the purse string. Hand sewing was used to complete the surgery. There was no adverse consequence for the patient reported. The device has been discarded by the hospital.